Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed and found that the tubing was separated from the drip chamber. There was no evidence of solvent at the tubing end of the sample. The reported condition was verified. The cause of the condition is related to solvent distribution during the assembly process of manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the drip chamber of a clearlink solution set. This was identified during setup and before use by a patient. Before the separation occurred, a leak was identified at the drip chamber after a bag of sodium chloride 0.9% was connected. There was no patient involvement. No additional information is available.